Event description:
It was reported that the device was "above parameters." There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor, air detector, and upstream occlusion (uso) seal that were in good condition. The manufacturer representative performed three accuracy tests, and the accuracy test was without 6%. The cause of the customer reported problem was the valves were not working correctly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the valves, downloaded software, and re-calibrated the pump.